Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Patient reported there are some black marks to the left hand side of the screen on the meter. No adverse event reported. Requested return of the alleged meter for evaluation.